Event description:
The stimulator had been explanted "6 years ago when they put my pump in" [the manufacturer's device registration system indicates the patient had a pump system implanted on (B)(6) 2005]. The stimulation had worked for the patient, but then she fell and "pulled the wires out". They tried to replace them, but "it just never worked the same and it didn't help my pain anymore". The physician wanted to put in a pump; the pump worked very well for her.

Manufacturer narrative:
(B)(4).